Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had an infection and erosion of their device system. This was a life-threatening situation and the patient was treated. This lead is currently still in service. No additional adverse patient effects were reported.